Event description:
It was reported that gradually over the past four years, this right ventricular (rv) lead has exhibited increased, out-of-range shock impedance measurements (up to 143 ohms). No evidence of noisy signals nor other sensing issues was present. Boston scientific technical services was contacted and it was discussed that the increased shock impedance was likely the result of patient factors, such as calcification or mineralization. It was recommended to increase the device's shock alert value and continue with remote monitoring. The physician subsequently increased the shock alert limit and is continuing with normal follow-ups. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that gradually over the past four years, this right ventricular (rv) lead has exhibited increased, out-of-range shock impedance measurements (up to 143 ohms). No evidence of noisy signals nor other sensing issues was present. Boston scientific technical services (ts) was contacted and it was discussed that the increased shock impedance was likely the result of patient factors, such as calcification or mineralization. Recently, an alert for shock impedance measurement greater than 200 ohms was received. Ts recommended a commanded shock test prior to a potential rv lead revision. At this time, the rv lead remains implanted and in-service. No adverse patient consequences were reported.

Event description:
It was reported that gradually over the past four years, this right ventricular (rv) lead has exhibited increased, out-of-range shock impedance measurements (up to 143 ohms). No evidence of noisy signals nor other sensing issues was present. Boston scientific technical services was contacted and it was discussed that the increased shock impedance was likely the result of patient factors, such as calcification or mineralization. It was recommended to increase the device's shock alert value and continue with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient consequences were reported.